Manufacturer narrative:
Explant date: if explanted, give date: not applicable as the lens remains implanted and therefore not explanted. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states to examine the lens thoroughly to ensure particles have not become attached to it, and examine the lens optical surfaces for other defects. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a clear debris/particle was stuck to the back side of an implanted intraocular lens (iol). Additional information was received and it was learnt that the surgeon noticed the debris, which appeared like a linear plastic shaving, immediately upon placing the lens into the eye. He tried to scrape it off with the irrigation/aspiration (I/a) cannula, but it would not budge. Because the debris was so small, the surgeon was not sure that the plastic was not on the lens prior to insertion, but he was able to see it after the lens was implanted. Reportedly the lens remained implanted, as the debris did not appear to be within the visual field, and there were no reported visual effects or injuries as a result of the issue. No further information was provided.